Event description:
After having a lumpectomy surgery in 2007, I was going to place an instant ice pack on my right breast under my seat belt and shirt during my ride to work the next day. I sat in my car in my driveway and proceeded to activate the instant ice pack, when it exploded in my hand and all over me and the interior of my car. I and the front half of the car were covered in a white sandy substance. What got in my right eye burned and what was on my arms, neck and face was very itchy. I immediately went back into my house and washed out my eye after calling my eye dr, changed my clothes and washed myself off. There was no 800 number for emergencies to see if it was a poison, so I went online and looked up the ingredient -ammonium nitrate- on the package. It's a hazardous substance. The fact there was no poison info on the packaging was one problem. My other problem is that my car has been in the insurance co's hands for almost 3 weeks now. They never had anything like this before, have had several supervisors, as well as insurance adjusters out, and they can't decide if they can fix or total it due to the hazardous substance involved. They had a hazardous waste specialist look at the car, and said not to drive it. I received a letter form the insurance co that my car was totalled, I called my representative, and she said to ignore the letter, they still haven't made up their minds what to do yet. I still don't know if my car will be repaired/cleaned or totalled. If I had tried to use this on the way home from the hosp while my husband was driving we would definitely have gotten into an accident because it covered the entire front of my car with a white substance.